Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was returned and investigated with retained test strips. The meter did not turn on with button depression or with strip insertion. Meter was sent for further investigation. Visual inspection was completed and pry marks on the side of the meter was observed. Internal visual inspection of the battery contacts was completed and the battery contacts were attached backwards. Battery contacts were re-assembled correctly and a blank screen was no longer observed. The complaint is not confirmed. This serves as a correction report. Section was incorrectly documented in the MDR 30 day follow up #1 report. Section has been updated.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.